Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (delivered low-energy pulse) was confirmed. Upon investigation the monitor passed incoming testing. Review of the distributor flag files indicated that the monitor had delivered a low energy pulse during testing. The cause for the failure was isolated to an intermittent j4 component. The root cause for the intermittent connection at the j4 component could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor had delivered a low energy pulse during testing.